Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, there was proper flow of gas as per inspection standards. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, although co2 gas inlet was not empty on the high flow insufflation unit, an insufficient co2 pressure warning alarmed. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the reported false alarm signaling an insufficient supply pressure of carbon dioxide (i.e., gas inlet is empty). The flow of gas was appropriate per specifications. A review of the device history record (DHR) found no deviations that could have caused or contributed this issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the reported issue. Olympus will continue to monitor field performance for this device.